Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 400 mg/dl. And was able to lower it to 200 mg/dl. Customer reported of normally going to bed at nights with blood glucose of 200 mg/dl due to blood glucose dropping at nights.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.